Event description:
It was reported that prior to starting a da vinci s prostatectomy surgical procedure, the customer found the master tool manipulator (mtm) left grip spring and lever came loose. The pt was under anesthesia for approximately 40 minutes when the decision was made to convert to traditional open surgical techniques to finish the planned surgery. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the pin that holds the lever and spring for the left master tool manipulator (mtml) had fallen out. The system was repaired by replacing the affected mtml. The mtml was returned to isi for failure analysis investigation. Engineering discovered one of the mtml levers missing, therefore, the mtml grip was rebuilt. As of 2007, there have been no reported recurrences of the issue at this hospital.